Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual inspection of the device did not reveal any evidence of clinical use. The device was actuated multiple times and confirmed to have proper mechanical functionality. The device was then connected to a scalpel generator and appropriate hand piece. The scalpel was tested (by pressing the generator test button) and passed the initial testing. The device was able to successfully activate with the foot pedals and the max button, however the min button would occasionally stick resulting in unintended activation and confirming the reported issue. The device was disassembled in order to examine the membrane switch assembly (msa) and it revealed the msa was not placed properly in the groves of the button area which would likely have caused the min circuit button to occasionally stay indented. The msa circuit was in tact and there were no signs of residue. Sss's internal procedures instruct associates to verify that the membrane switch assembly is placed inside the groove and to perform a generator test on 100% of all fully assembled scalpels in order to ensure that only functioning instruments are packaged for sale. This includes checking that the buttons press and release properly with each depression. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during set up before a procedure "one of the buttons was getting stuck" on the ultrasonic scalpel. The device was not used.